Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2013 00:02:27. During night drain cycle three, the patient's ultrafiltration reading was 1502 ml, indicating the home patient drained 1502 ml more than their maximum programmed fill volume of 2100 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra peritoneal volume (iipv) condition. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.